Event description:
Medtronic received information regarding a navigation system being used. It was reported that there was slowed processing. Additional information was received. It was reported that the registration has been hard to be accurate, and the registration points for anatomical references change. It was noted that the issue was still to be resolved. Patient present. Additional information was received. It was reported that the navigator put the initial three anatomical points at random places which makes very hard to have a good registration and sometimes the site has found discrepancies of up to 2 cm in the navigation and has complained about the precision of the navigation. Additional information was received. It was reported that there were no patient harms or complications as a result of this event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735585, version #: 3.1.5, ubd: , UDI#: h3, h6: a medtronic representative went to the site to test the navigation system. The reported event was not able to be duplicated. The system passed all the navigation and functional testing. Codes b01, c19, and d14 are applicable to the servicing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.